Event description:
Reporter stated that the inform meter's internal contacts are burned. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect system for evaluation.

Manufacturer narrative:
Event occurred in other country.